Manufacturer narrative:
In use at the time of the event: cgm model: unknown; mobile os: unknown.

Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.